Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived onsite to address the reported event. Fse confirmed and reproduced the "708 x-axis" error, then cleaned and lubricated the x-axis rails, which resolved the issue. Fse validated the device. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 12nov2017 through aware date (B)(6) 2018. There were two similar complaints identified during the search period. The g8 operator's manual under chapter 6- troubleshooting, states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. 708 x1-axis error: explanation: operation error in x1-axis. Countermeasure: inspect x1-axis. Inspect x1-axis. Execute sl rotate. The most probable cause of the reported event was due to the sample loader being dirty and requiring lubrication.

Event description:
It was reported that the customer received more than twenty "708 x1-axis" errors with their g8 analyzer. The customer attempted the sample loader rotation; however, the issue persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.